Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure was received; however, there were no images of advancement, positioning, or deployment of a stent or implant. Thus, the incident description could not be confirmed through cine review. A review of the lot history record and complaint history could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported that an attempt was being made to advance the stent delivery system distal to a deployed implant, which likely contributed to the failure to advance/cross and subsequent stent dislodgement as the mounted stent interacted with the deployed implant. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - distal to stent. Concomitant medical devices: guide wire: whisper es wire; guide cath: launcher jr 4.0 6f. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the distal and proximal section of the right coronary artery (rca) using a radial approach. There was 90% stenosis and mild tortuosity. Pre-dilatation of the distal part was performed with a 2.5 x 20 mm non-abbott balloon (2 times, 10 atmospheres (atm)) and the proximal part with a 2.5 x 20 mm non-abbott balloon (3 times, 14 atm). The result looked good with less than 40% residual stenosis for both lesions. An attempt was made to advance the 2.5 x 28 mm implant to the distal lesion, but it could not cross the curvature of the vessel; therefore, the decision was made to implant it in the proximal lesion. The implant was deployed at 18 atm, but was not properly deployed as a calcified plaque became visible that hindered full expansion. However, angiography confirmed the implant was well apposed to the vessel wall and post-dilatation was not performed. An attempt was then made to treat the distal lesion with the 2.5 x 28 mm xience xpedition, but during advancement, the stent became blocked by the struts of the implant and dislodged inside of the implant. The xience xpedition stent was successfully deployed inside the implant using 3 non-abbott balloons, with a good outcome. The distal part of the rca was not treated, but will be treated medically. The physician commented that the problems were not product related, but due to the calcification that had not been visible before. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.